Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported during implant, the right atrial (ra) lead likely perforated the superior vena cava (svc) vein, resulting in bleeding. Subsequent patient symptoms included chest pain, cough and breathing difficulty. The ra lead, which the physician indicated was too stiff, was removed but not replaced. The patient also experienced pocket edema. The patient remains hospitalized following the procedure for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.